Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the surgeon provided additional details of the case: the device was fired by the chief resident. The stapler was positioned in the rectum, the marriage of the anvil went well and the device closed normally. The safety was disengaged and the appropriate crunch was heard. The surgeon thought the device had stapled but the ileum fell away and the anvil came off. The device cut but didn¿t staple. There were no staples on the back table, in the patient or in the surgical area. The or time was extended one and half hours. The patient had a post-operative ileus. It took a week for bowel function to return. The patient was complex with adhesions and abdominal wall defects. The patient stayed in hospital a little over a week and has done well since. Per the ees medical safety officer: it is not atypical for patients who have subtotal colectomy and ileorectal anastomosis to have prolonged ileus. The literature supports prolonged ileus in patients who have had total colectomy, relative to segmental colectomy. There is no clear relationship between the device dysfunction and the ileus. The file will remain a malfunction.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: who prepped the device and what is his/her experience: the surgeon prepped the device. He is very skilled and familiar with the device. Very busy general surgeon with years of experience. When was the safety released during the surgical procedure: right before firing. Were the donuts inspected: no information provided. Was the washer inspected to confirm a complete firing stroke; if so, please describe the washer. Yes, the washer appeared normal according to surgeon. Were there any staples present anywhere outside the operative field: no staples anywhere. How low was the anastomosis: normal for an lar. Were there any x-rays or scans of this patient intra-operatively or post-operatively: yes, there were no signs of any staples in the scans either intra-or postoperative. What is the current patient status: the patient is doing good. No complications to report at this time. Video analysis: video provided show tissue handling, an anvil is placed on the trocar, the device was closed and fired over the tissue, tissue cut is achieved however no staples were delivered. When the device is opened and the tissue is removed a glimpse of the casing half of the washer can be seen. Based on the video alone the event describe is confirmed, unfortunately there is not enough evidence in the video to determine root cause. The analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a robotic low anterior resection (lar) procedure, surgeon was conducting robot lar. The device was inserted transanally and married to anvil. The surgeon is very well versed with the process to prepare for firing. Then he squeezed the handle, the device made the usual "crunch noise" and appeared to work. However, no staples were visible, no staples in the donut. No staples in the cavity. No staples in the device. Anastomoses failed. The procedure was completed laparoscopically and the surgeon sewed the anastomosis. It elongated the procedure by two hours.